Event description:
It was reported that a neurologist's programming sys was believed to be not working. A company rep visited the site and performed troubleshooting on the programming sys and was able to interrogate her demo generator using the same programming sys. An error message was rec'd after the demo generator was interrogated for a second time. Connections were checked and found to be adequate along with checking the 9 volt battery from the programming wand. The error did not repeat after using both a good known bench handheld and good known bench wand, but it would fail to interrogate once the neurologist's programming system was used. A new programming sys was sent to the neurologist and good faith attempts to obtain the reported programming sys resulted unsuccessful to date.